Event description:
The account reported inserter diffiulties as the intraocular lens was being implanted. The patient's posterior capsule tore, the lens was removed and replaced. No patient injury was reported and the incision was not enlarged to remove the lens.

Manufacturer narrative:
(B)(4) - corrected date of implant and explant fields.

Manufacturer narrative:
The returned iol was inspected under illuminated 10x magnification and showed an optic cut in 2 pieces and a broken haptic. In follow-up with the account we were not able to determine the causal relationship between the device and the adverse event. The lens met manufacturing specifications prior to release. All information available is included in this report. A supplemental MDR will be filed as necessary when additional reportable information becomes available.

Manufacturer narrative:
The manufacturing record for the suspect device was reviewed and shows no product deficiency, the iol was manufactured according to specifications. The account stated they experienced insertion difficulties suggesting this event was not caused by the iol. All information available is included in this report.